Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the device cut completely but deployed an incomplete staple line. A new device was used to complete the procedure.